Event description:
Incident description according to the service technician: "resident was being transferred from bed to wheelchair. Upon lifting from bed, the footboard of lift came off. Caregivers lowered resident to floor on her knees. Resident then examined by doctor."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer medibo medical products (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.